Event description:
It was reported that the stent prematurely deployed proximal to the aneurysm. No clinical consequences were reported.

Manufacturer narrative:
No information available as the device's model and lot number were not disclosed. The device in question will not be returned to boston scientific for technical analysis as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience.